Event description:
It was reported that the patient's non rechargeable ipg was reaching end of life. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg was discarded.